Event description:
The customer called and reported the was hospitalized with high blood glucose between 480 to 600 mg/dl. Customer stated he believed the cause of high blood glucose was that he had received the insulin pump with incorrect settings. The customer was in the hospital for about five days and was treated with manual injections. Customer did not wish to troubleshoot the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.